Event description:
During dialysis treatment machine alarmed. Blood observed in dialysate. Blood pump stopped immediately. Lines & plates discarded. New plate dialyzer set-up & started again. Alarm sounded. Blood obvious in drain. 2 malfunctions with same pt. No injury to pt due to early detection.